Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose during an airplane flight. Blood glucose reading was 55 mg/dl. The customer also reported the insulin pump's screen was scratched and difficult to see. The customer had to change the batteries bi-weekly and the buttons were less responsive. The customer also reported the insulin pump was not alarming when there was no insulin remaining. The customer declined troubleshooting. The insulin pump will not be returned for analysis.